Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-04926 - device 7 of 7. (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in canada . It was reported that patient faced seven infusion set not adhering events on (B)(6) 2024. The set was in use for 2 days. The events occured during past two months. No further information available.